Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) spoke with the pharmacy, and they confirmed that they were able to get the refrigerator working. The station was running properly. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator door failed, unable to recover. When user tried to recover, a notification appeared stating that there was not enough power to complete the recovery. Customer were unable to access any medication from the refrigerator. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.